Manufacturer narrative:
Additional information is being requested to obtain the model and serial number of the electrode in addition to the implant date. This report will be updated once additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of ectopic beats resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined there was a change in morphology prior to the delivered shock. There was also indication that the sense b node could be impaired due to previous observations. A new exercise test is expected to be completed at the next follow up appointment. This device system remains in service. No adverse patient effects were reported.